Event description:
It was reported that during a scheduled left thyroid lobectomy, there was a malfunction of the emg endotracheal (7mm) tube, where it didn't beep during surgery. No known patient injury. The prass probe was returned along with the emg tube for analysis. It was stated that it was possible that it could have been the issue of the malfunction.

Manufacturer narrative:
This product was being used for treatment, not diagnosis. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history shows that it has been over 4 years since a complaint has been filed. Without information of patient injury or intervention, this product malfunction modality is being reported as a product problem. Feb 07, 2012 sg, qe disposables - product was received from customer double bagged in red biohazard bags. Labeling identified the prass probe as item 8225101 lot 0205521226. The prass probe was visually examined under 20x magnification. The coating on the probe appeared consistent, with no bare spots apparent. A fluke 21 multimeter, asset # 1153-j was used to take readings of the probe. Several readings were taken along the surface of the coating to the end of the wire. The multimeter consistently read "o.l.", indicating the coating was maintaining good isolation. A reading was taken from the connector to the tip (face) of the probe, and the resistance read 1.8 ohms. (No specification is given per drawing 65g1426). The prass probe shows no anomalies and no defects. Prass probe met all tested specifications, and had no other apparent defects. Complaint cannot be duplicated and is unconfirmed. Device description: a standard prass flush-tip monopolar stimulator probe is a unique stimulator for locating and mapping nerves in the surgical field. The standard prass single-use monopolar stimulating probe features a flush 0.5mm tip diameter. The probe is insulated to the tip to prevent current shunting. Individually sterile packaged.